Event description:
A zilient guide wire was unable to cross a lesion. During removal, it was observed that the wire was frayed. A non-csi wire was used to complete the procedure. The patient was stable.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A zilient guide wire was unable to cross a lesion. During removal, it was observed that the wire was frayed. A non-csi wire was used to complete the procedure. The patient was stable.